Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Sales rep reported revision surgery. Patient was revised to address elevated metal ion levels, pseudocyst and pain. Cup and stem not revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 01/30/2015- litigation papers received. Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: 02/04/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 4/6/2015 medical records received from legal. Upon revision, effusion and metal debris were noted. The information received does not change the MDR decision. This complaint was updated on 04/16/15.